Event description:
During baxter's evaluation of an unrelated complaint, it was discovered the device experienced "door not fully latched" alarms. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was evaluated by baxter. Review of the history log shows multiple event of "door not fully latched" alarms. Evaluation found the force required to secure the door above expected levels causing "door not fully latched" alarms. Further evaluation found pulled threaded inserts from front case which allowed separation between front case and mech assembly resulting in excessive force to close door causing the "door not fully latched" alarms. The front case assembly was replaced.